Manufacturer narrative:
Updated fields-a1(patient ID), b4, d8, d9, g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the unit found power supply module bulk fuse is defective. Replaced the fuse, but unit switching on moment again fuse damaged. Suspect power supply, motor controller pcb, compressor. Need to check the unit with working spares. Checked the unit, disconnect motor control board supply, found bulk fuse is ok, and machine is switching on. So confirm motor control pcb is defective. Also found unit display is automatically switching on condition. Found power supply module also damaged, need to replace power supply and motor control pcb for proper working of the unit. This complaint record is being closed because the response after making three (3) good faith efforts (gfe) attempts to the customer to obtain repair information on this complaint event was that service not yet completed and waiting for spare parts. If repair information is received, the complaint will be reopened and updated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly switched off and alarming. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.